Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 151 ohms). The physician performed lead integrity testing, impedance measurements measured 98 ohms. The physician suspects the cause of the high shock impedance is calcification surrounding the coil. The physician will monitor patient through the home monitor. The device remains implanted. No adverse patient effects were reported.